Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy fluid and abdominal pain. The cause of the peritonitis was not reported. The patient was not hospitalized for the event. On an unreported date, the patient began treatment with unspecified antibiotics. At the time of this report the patient outcome was not reported. The action taken with dianeal therapy was not reported. No additional information is available.